Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and it was returned with the device. An image of the instrument was also sent, it matches the physical analysis. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that after a laparoscopic myomectomy/hysterectomy procedure, the blade detached from the device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.